Event description:
It was reported that a patient presented with post-sensed t-wave over-sensing on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that the over-sensing was noted on remote transmission. Programming recommendations were provided wot the clinic and the patient will be evaluated in the future. The patient was stable throughout and no impacts were noted due to the over-sensing.